Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was evaluated. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The "adjust belt messages" problem was unable to be duplicated due to the belt communication failure. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.